Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies, corroded motor home switch, and corroded battery tube. Unit was also received with broken battery tube threads, cracked reservoir tube, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in water and it was not working. Customer's blood glucose level was 110 mg/dl. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.